Event description:
The customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose was 12 mg/dl. Customer stated needed help in the setting. Customer stated that he had hypoglycemia and has been type 1 for 38 years. Customer is now wearing sensor but had dexcom sensor. Assisted the customer changing the sensitivity factor on her bolus wizard 80 mg. Advised customer to check with her healthcare provider about her settings. Troubleshooting was done for low blood glucose. Customer stated had been running low and her blood glucose had been 52 mg/dl then 40's mg/dl. Customer passed out and when checked her blood glucose was 12 mg/dl. Bolus history was correct. Advised the customer to speak with her health care provider regarding low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).